Event description:
It was alleged by the claimant, through counsel, that she was implanted with cartiva on the left side on (B)(6) 2021 and was revised on (B)(6) 2023 due to ongoing pain and left hallux rigidus. Claimant demands compensation.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.